Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped in the middle of the priming and they had to start again. Customer¿s blood glucose level was unknown. Customer reported that after changing the battery screen took little time to come back with half screen however, this same thing was happen during priming. Customer reported crack at the reservoir compartment and reservoir was able to lock in place. Customer reported that after pressing action button display start but action and down button was harder to press. Customer also reported about the no delivery alarm. The insulin pump was noisier during rewinding. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no physical damage to reservoir tube lip noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.